Manufacturer narrative:
The pt was successfully transplanted in 2008. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported by the perfusionist that the pt was in bed when the catheter came loose and urine was released onto the bed. The pump sucked in urine and reverted to basal rate mode and the pt was placed on pneumatic support using an ip console and stroke volume limiter (svl) and was being vented every 4 hours.